Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the motion interface was replaced. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID bi71000180, lot number 61761255 rev. 3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: product bi71000180, lot: 61761255 rev. 3 was received by the manufacturer for analysis. Installed enclosure motion control in test system. Motion calibration passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Docking the system passed. Door opened and closed successfully. No failure was found. C19 and d14 are applicable. Previously reported code b01 was applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was having gantry and motion control issues again. The gantry would not move. No patient was present.

Manufacturer narrative:
Brand name ; product ID bi71000444 (lot: -); product type: 3044-rotor motion (o2) electrical c brand name ; product ID bi71000167 (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000424 (lot: -); product type: 3032-ias panel (o2) electrical comp brand name ; product ID bi71000180r (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000326 (lot: -); product type: 2560-mnav - o-arm system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G04035 corresponds to concomitant product bi71000444 that comprises the reported event. G04037 corresponds to concomitant product bi71000167 that comprises the reported event. G04096 corresponds to concomitant product bi71000424 that comprises the reported event. G04131 corresponds to concomitant product bi71000180r that comprises the reported event. G02007 corresponds to concomitant product bi71000326 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.